Manufacturer narrative:
During testing at the service center the device passed the distal occlusion test. The initial testing was not replicated; however, during the delivery test at the service center the device alarmed for air in line. The probable cause was the proximal setting was misadjusted in the mechanism due to the bubble sensor printed circuit board was damage.

Event description:
The initial testing found that the device failed to detect a distal occlusion. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation not complete.

Event description:
The initial testing found that the device failed to detect a distal occlusion. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.